Manufacturer narrative:
The patient remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for a gi bleed.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal(gi) bleeding could not be determined. The patient remains ongoing with the implanted device and no further events have been reported since the second gi bleeding event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient remained ongoing with the implanted device until a second gastrointestinal bleeding event was reported approximately four months later. The patient was treated and the bleeding subsided.